Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose level. Customer¿s blood glucose level was over 400 mg/dl. Customer was treated with 12 units of insulin. Customer was not using auto mode at the time of incidence. Customer reported that they had been using for 48 hours of reported event. Customer reported that they noticed leakage at the tubing. The insulin pump will not be returned for analysis.